Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned and manufacturer could not confirm particles in air path during device evaluation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an visualization of particles related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The manufacturer concludes that they could confirm the customer's allegation; action taken is unit scrapped; there was visible foam degradation and device passed final test. The manufacturer previously mentioned incorrect data in section h6 and it has been updated in this report.